Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x20mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was noted that the proximal portion of the stent delivery system (sds) broke inside the guide catheter. The guide catheter and the remaining part of the sds were then removed as a whole. Another guide catheter was advanced and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.